Event description:
Related manufacturer report numbers: 2916596-2023-06166 and 2916596-2023-06163. It was reported that the patient presented to the emergency room with no flow. A review of the log files showed multiple low flow alarms and low power hazard alarms, prior to the occurrence of the low flows. There was a brief interruption in power to the mobile power unit. The system controller was exchanged.

Manufacturer narrative:
D4: device serial number was requested, but it was not provided. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the event log files spanned approximately 8 hours ((B)(6) 2023 from 08:35:10 ¿ 16:45:24 per time stamp). On (B)(6) 2023 at 14:17:34 and 14:18:14, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to: 1.9v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. No other notable alarms were active in the log file. The mpu, serial (B)(6) , was not returned for analysis. Additional information provided on (B)(6) 2023 stated that the mpu had a v-lock connector on the ac power cord, the ac power cord did not come loose from the wall outlet nor back of the unit, there was no loss of power to the house, the mpu was exchanged, and the account lost possession of the mpu. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.